Event description:
It was reported, that during a da vinci-assisted pancreaticoduodenectomy surgical procedure. Customer observed, only one side of the large hem-o-lok clip applier instrument would move. The procedure was otherwise completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint, and completed the device evaluation. Failure analysis (fa) investigations, found the primary failure of failed grip-clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. However, the grip-clip test was performed and failed. The clip was not able to clip onto the plastic test tubing. An observation not reported by the site, but related to the alleged failure was that the instrument was found to have an input disk broken. Input disk #7 was found broken inside of the housing. As a result of the broken input disk, the instrument failed the functional grip-clip test. The broken input disk failure is attributed to improper cleaning during reprocessing. The instrument was also found to have corrosion on one or more clamping pulleys in the backend.